Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical that the revel ventilator presenting hardware fault 20 and 21 and stop ventilating while on a patient. The customer had to shut the unit down and restart to continue ventilation. The customer confirmed that there is no patient harm associated with this reported event.

Manufacturer narrative:
Result of investigation: vyaire medical was unable to duplicate the customer reported issue during bench testing. Event trace revealed hardware fault alarm condition was last log on (B)(6) 2021 but unable to reproduce during extended testing. Ventilator was tested with a known good ac power source test lung and test circuits. Ventilator passed 191 hours of extended testing without any error or unusual alarm condition. Unit passed patient outlet leak test and passed initial final test and initial alarm volume test without exception using automated test fixture which check the total functionality of the vent. Unit was open and inspected no anomalies were noted. As a resolution hybrid board 19570-001 sn: (B)(6) will be replaced as a precaution to address hardware fault alarm condition and will process ventilator thru service to meet all factory specification and standard. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.